Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's caretaker reported that the patient was having a significant amount of fibrin during treatment. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was diagnosed with a touch contamination peritonitis. The patient was treated with gentamycin.